Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that patient had the implantable neurostimulator (ins) and leads removed due to an infection on (B)(6) 2017 that was unrelated to the device. The explant was not reported to the manufacturer until the patient was having a new system implanted on 2017/12/22. No additional symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that patient had the implantable neurostimulator (ins) and leads removed due to an infection on (B)(6) 2017 that was unrelated to the device. The explant was not reported to the manufacturer until the patient was having a new system implanted on (B)(6) 2017. No additional symptoms, and no additional complications were reported for this event. On (B)(6) 2018): additional information received from the rep reported that they did not have any information regarding the patient's explant following the infection, but that they were happy with the new system that was implanted on (B)(6) 2017. It was noted that the rep had not been notified of the infection/explant until the day of the patient's latest implant. No further complications were reported.